Event description:
Consumer called to report feeling shaky and dizzy. Performed blood glucose test and reading was 470 and "high". Had to go to the emergency room for treatment. Doesn't inject insulin; patient is one oral medications.